Event description:
It was reported that patient has had slight pain in this hip since her surgery. When she saw dr in 2008, she was still having pain. The durom cup was removed in 2009. There was no bone ingrowth on the cup.